Event description:
It was reported that a smiths medical pump was tested several times and failed accuracy test. No adverse patient effects were reported.

Manufacturer narrative:
Device analysis: one smiths medical cadd solis hpca pump was returned for analysis. During testing, the customer's problem regarding delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump. Based on the evidence, the complaint was not confirmed, and no fault was found.